Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h3, h6, h10, h11. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed. The explanted products showed the presence of bio-debris; however, this observation cannot be used to confirm the reported event. As the devices were not returned, no further analysis can be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. The review identified the components were revised due to infection, instability, and prosthetic failure. We did have complications with a greater trochanteric fracture from the amount of lysis from his prior metal-on-metal hip replacement. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cer bioloxd option hd 28mm; item number# 650-1055; lot number# 3216983. Act artic hd arcom xl 28x38mm; item number# xl-200144; lot number# 66747541. Unknown stem; item number# unknown; lot number# unknown. Unknown shell; item number# unknown; lot number# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent to hip revision surgery approximately two months post-implantation due to infection and instability. During the revision, a fracture of the greater trochanter occurred due to the amount of lysis from prior metal on metal hip replacement.